Manufacturer narrative:
6/12/97-supplemental report #1 submitted to FDA.

Event description:
During a hysterectomy procedure, the stapler jammed in open position. The surgeon applied another device without pt injury.